Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to erosion. The previous ipp components were explanted prior to the replacement surgery. The patient was implanted with a replacement pump, as well as left and right cylinders. A replacement reservoir was not implanted. The explanted ipp components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.